Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized due to an unspecified malfunction of the infusion device. The caller reported that the patient was admitted into the hospital for ketoacidosis. The blood glucose results and type of treatment provided at the hospital were unknown. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.